Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2018-00179.

Event description:
This report is 1 of 2. A sales representative reported on behalf of the customer that an a1059 mayfield modified skull clamp had a loose swivel lock. There was no patient injury and no delay in surgery due to the product problem. Additional information has been requested but no clinical information has been received.

Event description:
N/a

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. Unit received with the lock having both rotational and lateral movement and a residue buildup is present. Unit need new components added to replace worn internal parts; general maintenance and cleaning required. The device history record reviewed for this product manufactured in 2010 showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. Complaint confirmed via inspection of item. The complaint is likely caused by wear and tear over time. The definite root cause cannot be reliably determined.